Event description:
It was reported that the micro sagittal saw overheated during testing. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Preventative maintenance was performed on the bearings and the device was returned to the user facility.